Manufacturer narrative:
Serial number unknown at the time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the ECG is unstable at times. The patient was involved but there was no adverse patient impact.